Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient went into hemorrhagic shock and passed away during impella cp support. It was noted that prior to impella cp implant, a retroperitoneal bleed had developed at the time of extracorporeal membrane oxygenation insertion. Despite the ongoing condition, the patient was given anticoagulants following impella cp implant leading to the hemorrhagic shock. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.